Event description:
Customer reports lancet sticks out of the softclix device (she was unsure if it occurred before or after firing). No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.